Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of a CT scan (date not reported) indicate the electrode array was over inserted by the physician. The results of an integrity test late 2007 indicate the device is functioning according to manufacturer's specifications. The patient underwent revision surgery to reposition the electrode array and reportedly is doing well.

Manufacturer narrative:
Implanted device remains.